Event description:
It was reported that the right atrial (ra) lead had high threshold and may be fractured. The lead programming was changed from bipolar to unipolar and the thresholds were "acceptable." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).